Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's blood glucose was between 27mg/dl-29mg/dl. The customer was hospitalized not related to diabetes. Customer also had a blank displayed, trouble shoot was performed and passed self test. The device will be returned.